Event description:
Customer called lfs on 8/11/02 alleging that their meter would not power on. Patient reported feeling weak and taking insulin, even though patient was unable to obtain a blood glucose result. Patient did not have any other meter to test with at the time. No adverse event or serious injury occurred. Ccr checked that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). Meter still did not power on. Ccr replaced the meter.